Event description:
It has been reported to philips that x-ray could not be generated. The available information does not indicate whether the device was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and analyzed the log file. The log file showed that when x-ray was intermittently not possible an error was logged stating that the x-ray signal was not active, while the hand or footswitch was pressed. This indicates that there was a possible issue with footswitch, possibly there was too much delay in activation of the 2 internal switches in foot pedal. The engineer replaced the wired footswitch and the system has been returned to use in good working order. The codes were updated based on the investigation outcome evaluation method code was corrected.